Event description:
Additional information was received from a healthcare provider via a clinical study indicated that the pump was moved from the right buttock to right abdominal pocket site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study clarified the patient denied pain at the pocket site on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient was having pain at the pump pocket site. No action was taken. It was discussed starting icing and lidocaine patches. The outcome of the event was noted as ongoing. The clinical diagnosis was pain at pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. No further complications were reported. Additional information was received from an hcp via a clinical study on 2020-sep-30. It was reported that on (B)(6) 2020 the patient indicated the pain at the pocket site was ongoing. On (B)(6) 2020 or (B)(6) 2020 (both dates were provided), the patient denied pain at the pocket site. Additional information received from an hcp via a clinical study indicated that the patient denied pain at the pump site on (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported pain at the pump pocket site and noted it was an ongoing problem. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient denied pain at the pump pocket. On (B)(6) 2021 the patient denied pain at the pump pocket. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 and (B)(6) 2021 the patient still reported pain at the pump pocket. Compression clothing and nerve block were recommended. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported pain at the pump pocket. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported pump pocket site pain. It was noted there was no relief from nerve block. On (B)(6) 2021 surgery was offered to relocate the pump and will proceed after losing weight. Heat, binder, and ice was recommended if pain worsens. It was noted blocks do not help. On (B)(6) 2021 the patient reported pain at the pump pocket.